Event description:
This system was removed due to (B)(6). There is no indication that the system has been replaced yet. The hosp retained the devices. Should add'l info be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.